Event description:
It was reported that patient was admitted for congestive heart failure (chf) with symptoms of severe lower extremity edema. Heart failure was being treated with intravenous (IV) diuretics and IV inotropes. The patient was still admitted at the time, with continued diuresis. The plan was to switch to oral diuretics and discharge to home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted on (B)(6) 2024 for congestive heart failure. The admission for heart failure was not considered device related.

Manufacturer narrative:
A direct correlation between heartmate 3 lvas serial number (B)(6) and the reported heart failure could not be conclusively determined through this evaluation. It was reported that the patient was admitted for congestive heart failure. The patient's admission was not device-related, as they had severe lower extremity edema. The patient's heart failure was being treated with intravenous (IV) diuretics and IV inotropes. The patient was still admitted at the time, continuing to diureses. The plan was to switch to oral diuretics and discharge to home. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.